Manufacturer narrative:
One device was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. In addition, the tip was not aligned in the tube because it could rotate freely. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide fractured from continuous use after contact was made. Further investigation revealed that the waveguide was excessively torqued to the side during use, causing it to come in contact with the moving jaw of the device. This contact caused the waveguide to crack and eventually break off. The investigation identified the root cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) notes that device users should visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. The additional reported condition was also confirmed. The investigation found the waveguide could rotate inside the tube. The torque adapter was destroyed and could not secure the waveguide in place, which allowed the generator to spin freely without decoupling. Investigation identified the cause of the reported event to be a component failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic case, jaws of the device broke during use on a patient. The generator was stuck and they could not release the generator from the dissector. They found the blade of the device inside the patient¿s abdomen and removed it. There was no patient injury.